Event description:
This report summarizes one malfunction event. A review of the events indicated that model va80124 vaccess pta balloon dilatation catheter peeled, had problems retracting, and ruptured. Of this event, the device was used on the patient but the patient was not injured. The patient's weight, age, and gender, were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for material rupture and a retraction problem, but is unconfirmed for detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for material rupture, but is inconclusive for retraction problem and peeling. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va80124 vaccess pta balloon dilatation catheter peeled, had problems retracting, and ruptured. Of this event, the device was used on the patient but the patient was not injured. The patient's age was not provided, neither was the weight nor sex.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va80124 vaccess pta balloon dilatation catheter peeled, had problems retracting, and ruptured. Of this event, the device was used on the patient but the patient was not injured. The patient's age was not provided, neither was the weight nor sex. The va80124 vaccess pta balloon dilatation catheter was returned and is pending investigation.